Manufacturer narrative:
The device evaluation found foreign material had gotten stuck in the nozzle and there was a leak from the electrical locking pin. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from electrical locking pin. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had a clogged nozzle and there was a leak from the electrical locking pin which prevented adequate reprocessing. There was no patient involvement.